Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after receiving inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation with a rapid ventricular response. Therapy was exhausted. The device was reprogrammed and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.